Manufacturer narrative:
Analysis of the catheter found a cored indent that was seen down in the cup of the sc connector. Leaking was seen during a pressure test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was explanted (B)(6) 2016 and the patient was receiving compounded baclofen 75 mcg/day via the implanted pump. There was no patient injury and the reason for device removal was prophylactic removal of pump to avoid in-vivo battery depletion. It was noted it was elective before device was end of life. Further information was not provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n179059001, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen 500 mcg/ml (75 mcg/day) intrathecal therapy via an implanted pump. The type of baclofen and the lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. The patient's medical history and concomitant medications were unknown. During a pump replacement for elective replacement indicator (eri), the pump pocket was full of fluid. The physician determined that there was a leak at the pump and sutureless (sc) connector. A partial catheter explant/replacement of the sutureless connector piece was performed on (B)(6) 2016. The product would be returned to the manufacturer. The issue was resolved at the time of this report. Patient status at the time of this report was alive with no injury. Additional information was requested for the type of baclofen, drug lot number, start date and end date, other medications that the patient was taking at the time of the event, the patient's pertinent medical history, what symptoms, if any, did the patient experience related to the reported leak at the pump and sutureless connector, and was the cause of the leak at the pump/sutureless connector determined. A supplemental report will be provided as additional information becomes available